Event description:
Patient reported they were hospitalized for low platelets and unspecified blood infection, but not reported as a cvc (central venous catheter) infection, in early (B)(6) 2026, and they had to have their IV line replaced. Md is aware of both hospitalization and infection. No further information, details or dates available. Exact date of admittance/discharge or length of hospitalization is unknown.